Event description:
It was reported that the patient had to undergo an additional surgery four days post-initial due to incompatibility between the nail and the guide. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign- spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: d4 (lot number). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number 7984315 has 3 possible end lots of 731590, 874770, or 826330. H4: ln 731590: june 7, 2018; ln 826330: january 16, 2017; ln 874770: january 17, 2017. D4 (UDI#): ln 731590: (B)(4). Ln 826330: (B)(4). Ln 874770: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the device shows signs of use with gouges on the connection end of the bolt and the threads are also damaged. Device history record (DHR) was reviewed and no discrepancies were found. Device is used for treatment. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.